Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. There was a skin revision under a general anaesthetic on (B)(6) 2023. The implant and abutment remain in-situ.

Manufacturer narrative:
This report is submitted on august 10, 2023.